Manufacturer narrative:
(B)(4). D10: 161469, oxf twin-peg cmntd fem md PMA, lot: 414420. 154724, oxf uni tib tray sz d lm PMA, lot: 080510. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery to a total left knee due to second dislocation of poly since initial implantation. Revision surgery due to first dislocation of the bearing was reported under 3002806535-2022-00437. Attempts have been made and no further information has been provided.